Manufacturer narrative:
The device has not been returned for eval. A f/u report will be submitted when the eval has been completed.

Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.